Event description:
The user facility reported a blood leak was noticed at the bottom of the dialyzer. No dialyzer damage was evident. The blood loss was less than 100 ml and the patient was asymptomatic with no complications.

Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.